Manufacturer narrative:
Our regulatory department was informed of a medwatch filed by (B)(6). We have contacted her for the device to be returned and were informed that it could not be returned, in addition we requested specific information such as part and lot number which she couldn't produce. We have checked several different sizes of reamer heads in our finished good including the 10mm, and found no issue with inspection results or material composition.

Event description:
Our regulatory department received a medwatch notification on 8/19/2016 that informed us that a medwatch report was submitted for a 10mm reamer head that broke while the surgeon was reaming the femoral canal.